Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED's battery pack was low. They reported that this did not occur during patient use. Analysis of the AED's log files identified a repeating service code. Although the service code was able to be cleared with a manual self-test, the function of the AED could not be confirmed with a review of the aeds electronic log files alone, therefore this MDR is being filed out of an abundance of caution.